Event description:
The customer reported that the 840 ventilator stopped cycling. There was no patient involvement. Covdien technical support engineer (tse) troubleshot this issue with the customer over the phone. The customer was advised to run extended self test and inspect the inspiratory module.

Manufacturer narrative:
Multiple attempts have been made to try to obtain if the action recommended by covidien tse resolved the issue but no response received from the customer. A follow up report will be submitted if and when new information becomes available.